Manufacturer narrative:
This report is submitted september 18, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. It was also reported that the patient sustained multiple falls. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018. This report is filed on march 11, 2019.